Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during testing at the user facility, the device would not pass the cassette test. The customer contact reported that after the tubing set was primed and loaded into an unspecified plum a+ pump, the pump alarmed for error code n251 (cassette test failure). There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. Hospira has completed a formal investigation to address the issue of cassette test failure alarms. Based on the investigation results, it was determined that the cause of the cassette test failure alarms was due to the stack height, which is the plastic dimension between the top and body of the cassette, was greater than 4 millimeters after ultrasonic welding. 2011686-1.